Event description:
It was reported by the company representative that after three weeks of using the optical, the unit did not have a correct view. There were dark spots on the screen and the picture was very dark. The vision was not clear and the surgeon had to check the unit multiple times. It was further reported that the operating time was lengthened to about 10 to 15 minutes.

Manufacturer narrative:
Upon receipt of the unit, a missing piece of metal was observed and confirmed. Additional information will be provided once the investigation has been completed.